Manufacturer narrative:
H.6. Investigation: several photos and two small plastic bags labeled with post-it notes were received. Each bag contained several pieces of lever lock bodies, some with and some without shields. The samples were visually evaluated. Bag 1. Labeled 1848009 ¿flashing on lever lock body ¿ 2pcs. Damaged tip ¿ 2pcs.¿ contained four total pieces. Two pieces of lever lock bodies were each observed to have a piece of plastic sheared off at the base of the cannula. The piece had the appearance of flash, was larger than specification and rejectable. Two pieces of lever lock bodies with shields were observed to have damaged bases of shields. The damage was minor and cosmetic not affecting function. However, it is rejectable per product specification. Bag 2. Labeled 1848009 ¿epm ¿ 1pc tip protector, - 1pc lever lock body.¿ contained two total lever lock bodies with shields. One piece was observed to have embedded foreign matter particles in its shield ¿ one level 2 and three larger than level 3 particles, which are rejectable per product specification. One piece was observed to have a single embedded fm particle in the lever body at the female luer end. The particle was slightly larger than level 3 and also rejectable. The piece was from cavity x65/blank. Investigation showed part of the molding batch, containing lever body components before mold adjustments, was mixed with post-adjustment molded components to make packaging batch #0248711. The pre-adjustment parts were introduced and contained in boxes #20-24. Potential root cause for the lever body damage observed on the two pieces is likely associated with the assembly process. Potential root cause for the shield damage is likely associated with the assembly process. Potential root cause for embedded foreign matter in the shield is associated with the molding process. DHR was performed for the two batches. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that 17 g bd blunt plastic cannula (bns) contained foreign matter, sharp molding defects, and was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that - 198/200pcs failed luer gaging test, flashing on 2pcs of lever lock body, damaged tip protector (2pcs), epm on 1pc of tip protector, and epm on 1pc of lever lock body. Per email: we had received 2 deliveries ¿ 1 ocean shipment before mold repair (received on 17th september 2020) and 1 air shipment after mold repair (received 19th september 2020). The air shipment after mold repair still failed the luer gaging test. Cavities are x82 (2pcs), x17 (2pcs) , x66 , x68, x53 , x49 & x61. We also see other issues. See details below. 1) per the scar response, identified 9 mold cavities will be adjusted. It was not stated which are the cavities. Will you please let us know which are the identified cavities? 2) mold adjustment performed only on these 9 cavities? 3) did this shipment pass the iso 594 luer gaging requirement at bd? Please also share the outgoing test results with us. - 198/200pcs failed luer gaging test. - flashing on 2pcs of lever lock body. - damaged tip protector (2pcs). - epm on 1pc of tip protector. - epm on 1pc of lever lock body".

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0084738; medical device expiration date: unknown; device manufacture date: 2020-03-24. Medical device lot #: 0084739; medical device expiration date: unknown; device manufacture date: 2020-03-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 17 g bd blunt plastic cannula (bns) contained foreign matter, sharp molding defects, and was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that 198/200pcs failed luer gaging test, flashing on 2pcs of lever lock body, damaged tip protector (2pcs), epm on 1pc of tip protector, and epm on 1pc of lever lock body. Per email: we had received 2 deliveries, 1 ocean shipment before mold repair (received on 17th september 2020) ,and 1 air shipment after mold repair (received 19th september 2020). The air shipment after mold repair still failed the luer gaging test. Cavities are x82 (2pcs), x17 (2pcs) , x66 , x68, x53 , x49 & x61. We also see other issues. See details below. Per the scar response, identified 9 mold cavities will be adjusted. It was not stated which are the cavities. Will you please let us know which are the identified cavities? Mold adjustment performed only on these 9 cavities? Did this shipment pass the iso 594 luer gaging requirement at bd? Please also share the outgoing test results with us. 198/200pcs failed luer gaging test; flashing on 2pcs of lever lock body; damaged tip protector (2pcs); epm on 1pc of tip protector; epm on 1pc of lever lock body."